Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the patient that the patient underwent an unknown gynecological procedure in 2007 and the mesh was implanted. The patient experienced some issue which required a re-operation in 2013. The patient is experiencing fecal incontinence and attributes her issues with the device. Additional information has been requested.